Manufacturer narrative:
Result of investigation: samples were inspected visually and no issues were found, also samples were functionally inspected by performing a leak test and it was found that a sample was not filled during this test. Therefore the defect reported by the customer was confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® arterial blood sampler experienced plunger in the syringe is not working. The customer confirmed that there was no patient harm associated with the reported event.